Event description:
Device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No additional relevant information has been received to date.

Event description:
An implant card was received reporting a full system revision. The explanted products were discarded. No other relevant information has been received to date.

Event description:
It was reported that the patient's device showed high impedance. Follow-up with the physician's office was made and noted that per clinic notes, a system diagnostics was performed which showed there was high impedance. X-rays for the patient were performed and there were no discontinuities noted. No known surgery has occurred to date. No additional relevant information has been received to date.